Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 63-year-old male with acute myocardial infarction and cardiogenic shock, with pre-support clinical status consistent with scai shock stage e, underwent percutaneous implantation of an impella rp flex device for right ventricular support. The left femoral vein was utilized for access, with a pre-existing 6f venous sheath present. The site was sequentially dilated in standard fashion, and the impella rp flex was prepared and successfully inserted under fluoroscopic guidance. Following successful removal of the 23f sheath and advancement of the repositioning sheath, the mattress sutures were deployed. Bleeding was noted at the femoral venous access site, and manual pressure was applied. A second mattress suture was placed; however, a small amount of bleeding persisted. The patient¿s platelet count prior to the procedure was reported as 68. Subsequently, a declining svo2 was observed on arterial blood gas analysis despite rp support. The clinical team elected to explant the impella rp flex device and transition the patient to ECMO support with placement of a 25f venous cannula in the right femoral vein. The impella rp flex device was explanted on (B)(6) 2026 at 3:29 pm. The patient survived the procedure and was reported as stable at the time of explant. Based on the information provided, this event represents a clinical decision to transition from impella rp flex support to ECMO in the setting of persistent hemodynamic and oxygenation concerns and access site bleeding in a patient with thrombocytopenia. The event appears related to the patient¿s underlying critical condition and clinical management rather than device performance.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Added concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the patient-device interaction problem was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Pdi/minor bleed: the cause of the patient-device interaction problem was not determined due to insufficient clinical details. Pdi/ respiratory failure : the cause of the injury was not determined due to insufficient clinical details.